Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his reservoir had a large air bubble inside of it. The patient's blood glucose at the time of incident was 151 mg/dl; however, his blood glucose increased to 317 mg/dl the next day. The customer's blood glucose reached a high of 550 mg/dl at one point. The customer stated that he performed an infusion set change. The customer stated that he will be more careful when performing set changes in order to avoid air bubbles. No products were returned or replaced.